Manufacturer narrative:
Date of the event: 2013. Explanted date: 2013.

Event description:
A report was received that the patient was experiencing more pain than the device was intended to treat. The patient underwent an explant procedure. No further information could be obtained.